Manufacturer narrative:
The device was not received at the time of this report. Therefore; no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will prevent a wire from performing with accurate torque response. Free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided it appears that clinical and/or procedural factors may have impacted on the event as reported. If any furher relevant information is received, a follow up medwatch report will be submitted.

Event description:
Event description: please provide a brief summary of the event that includes any additional details that you have not already provided: as an account executive, I was following the case, a femoral and popliteal artery antrectomy procedure. The lesion proved to be severely calcified, which made it very difficult for the atherotome to pass. After the first passage of the jetstream, the dr. Opted to remove the jetstream for imaging, but the catheter was stuck in the thruway guide wire and when performing the maneuver to remove the guide wire, it broke. For safety, I always take more than one thruway guide wire to the room, so we opened a new guide wire and proceeded with the procedure. There was no harm to the patient due to this non-compliance. Additional information received may 23, 2022: there was resistance during the withdrawal. According to the doctor the resistance may have been caused by the large amount of calcium in the lesions. The physician chose to remove the jetstream catheter and keep the thruway guidewire in place so as not to lose access to the lesion. However; when removing the jetstream catheter, it showed resistance to slide under the thruway guide wire, so it was decided to remove the jetstream catheter together with the guide wire. With the jetstream catheter out of the patient, the physician again attempted to remove the thruway guidewire from the jetstream catheter, resulting in a guidewire rupture. The wire had tortuosities at the rupture site. Both devices were removed together from the patient, after another attempt to withdraw the wire through the proximal part of the jetstream catheter, the guide wire broke, a portion of the guide wire came out through the distal part of the jetstream catheter and another portion of the guide wire through the proximal part. The jetstream catheter has shown to be in normal operation and has no malfunctions. The doctor chose to continue the procedure using a new thruway guide wire. Procedure was completed without any harm to the patient.